Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed. User tried to reboot and would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and unable to recover. A field service engineer replaced the wiring harness on doors six and eight, cleaned the microswitch contacts, tightened the harness connections, and added stabilizers to the harness connections, then logged into the hardware test application (hta) and ran the final test on the tower doors, which completed successfully and passed. The system functioned as intended after the field service engineer repaired the device.